Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported battery issues on the insulin pump, including failed battery tests, absence of audible alerts, and blank screens. The customer's blood glucose value was 400 mg/dl. The customer reported calling the helpline back after receiving a new battery cap for the device. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further info was provided.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The device was received with normal operating currents. No damage found on the connector and or lcd isolation tape noted. No unexpected off no power, low battery, failed battery test, or battery out limit alarms noted during testing. The device had cracked battery tube threads and cracked reservoir tube lip.